Event description:
It was reported that the pump shut off unexpectedly at 40 percent battery life and became unresponsive. The customer's blood glucose level was impacted (390 mg/dl). The customer took a correction bolus of 28 units of novolog and 18 units of lantus.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.